Event description:
It was reported that the patient received five inappropriate shocks. The lead was replaced. There were no patient complications reported as a result of this event. The patient outcome was reported to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned to the manufacturer for analysis. The distal and proximal conductors were fractured. The defib conductor was distorted and blood was found in several conductors and on the helix. Inner tubing was kinked/buckled and the outer insulation was breached and torn. The outer tubing overlay was also breached. Updated date of event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned to the manufacturer for analysis. The distal and proximal conductors were fractured. The defib conductor was distorted and blood was found in several conductors and on the helix. Inner tubing was kinked/buckled and the outer insulation was breached and torn. The outer tubing overlay was also breached. We did receive performance data collected from the device and have analyzed the data. Average daily v-sic (ventricular short interval count) increase beginning the (B)(6) 2010. High sic can indicate the presence of noise or intermittency in the system. Rv pace lead impedance records a patient alert on (B)(6) 2010 at > 2000 ohms. This behavior is visually confirmed on the pacing weekly measurement log.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received five inappriopriate shocks. The lead was replaced. There were no patient complications reported as a result of this event. The patient outcome was reported to be ok.